Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. The reported patient effect of worsening mitral regurgitation (mr), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mr could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment(slda). It was reported that on (B)(6) 2019, one clip was implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. On (B)(6) 2019, echocardiogram noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr returned to grade 4. On (B)(6) 2019, a second mitraclip procedure was performed. Two clips were implanted reducing mr to grade 1-2. No additional information was provided.